Event description:
It was reported that a user requested an additional charger because the pump battery level decreased while the device was on the charging pad despite a solid green indicator, consistent with a charging system performance issue involving the external charger and charging pad components. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy that resulted in clinical harm, and replacement supplies were provided along with user education. Investigation included a review of the reported behavior, confirmation of indicator status, and troubleshooting education regarding charger alignment and use. Investigation of this case revealed behavior consistent with inadequate power transfer during pad-based charging despite an illuminated charge indicator, indicating a probable charger or alignment issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors affecting wireless charging, with the possibility of a nonconforming charger.